Event description:
Synergy china registry. It was reported that restenosis and acute coronary syndrome occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with acute coronary syndrome and was hospitalized for further evaluated and treatment. Seven days later, the subject was referred for coronary angiography which revealed 80% stenosis in proximal lad extending up to middle lad and was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, the residual stenosis was 0%. Fifteen days after, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
H6: updated to ischemia.

Event description:
Synergy china registry. It was reported that acute coronary syndrome and restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending artery (lad) extended up to mid lad with 99% stenosis and was 27 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.75 x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extended up to mid rca with 95% stenosis and was 47 mm long with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 2.75 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with acute coronary syndrome and was hospitalized for further evaluated and treatment. Seven days later, the subject was referred for coronary angiography which revealed 80% stenosis noted in proximal lad extending up to middle lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. Fifteen days after, the subject was discharged on aspirin and clopidogrel.